Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 279, 211 and 250 mg/dl. The customer¿s expected am fasting blood glucose test result is 160 mg/dl (as per doctor during regular check-up a week prior to call). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 01/14/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 11-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.